Manufacturer narrative:
FDA notified: the initial reporter also notified the FDA on (date) via medwatch #: mw5100035. Investigation summary: one sample was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. A cut off syringe was attached to the smartsite to visually inspect for a fluid path while the piston was in the activated position. A fluid path was observed. The returned 3 ml bd syringe was attached to the smartsite and water was flushed successfully through the set. The customer complaint that an extension set was attached and pulled for a blood return, when attached to the angiocath and it would not work could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 20039e lot number 20115446 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the smallbore 6 inch ext vlv experienced component separation. The following information was provided by the initial reporter: material #: 20039e. Batch/lot #: 20115446. Smartsite extension set attached, pulled for blood return when attached to angiocath and it would not work, replaced with a new one and it worked fine.